Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and a cause for the reported unintended movement associated with clip opened while locked resulting in migration could not be determined. Image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to the patient anatomy. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) and tethered septal leaflet for a triclip procedure. During the procedure, first triclip was implanted. After removing the lock line of the second clip and before testing the second lock test, it was noticed that the clip had opened to 10 degrees. The clip was closed completely, remained closed before and after the second lock test. Clip was deployed and after deployment, the clip was tilted and lot of movement was observed. Physician decided to implant another clip on posterior and septal leaflet (p/s) for stabilization. Imaging was difficult. All steps were performed as per IFU. The final tr was grade <1. There were no adverse patient effects or clinically significant delays reported.